Event description:
An ipp device was implanted on 4/17/87. The cylinders were revised on 8/14/89 and 7/22/96. The reservoir was revised on 8/23/91. The pump was removed from the pt and replaced on 9/6/96 due to fluid loss.